Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.

Event description:
Customer reported that pt needed to have an unspecified inotrope restarted. The nurse started the device that had the infusion already set up in the channel and connected to the pt. Initially there was an unspecified alarm on the device, but the nurse did not identify any problems and was able to restart the infusion. Three hours later there was an air in line alarm and reportedly when the channel door was opened the nurse noted a section of tubing that was totally compressed. The nurse was unable to fix the tubing so they put up a new line. The original set had been hanging for 2 days and was in the pump during that time. Pt had been having labile blood pressure prior to this so it is unk to what extent this event affected the pt's blood pressure.